Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer alleged they received a questionable tina-quant hemoglobin a1c gen.2 (hba1c) result on their c501 analyzer. The patient sample was a whole blood sample. The patient's initial hba1c result was 8.8% and it was reported outside the laboratory. The sample was then repeated twice with results of 5.1%. There were no adverse events. The hba1c reagent lot number and expiration date were not provided. The field service representative went onsite. He found the vacuum tubing connected to the rinse nozzle 5 was pinched with a small hole which was affecting the reaction cell cleaning. He replaced the vacuum tubing connected to rinse nozzle 4 and 5. He also replaced the vacuum pump diaphragm. He spent the day onsite and patient and quality control results looked good.